Event description:
Consumer alleges her heating pad controller caught fire while laying against it damaging her night gown. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction. There is an instruction that states, "do not bend or pinch cord and do not use if cord is damaged" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad controller caught fire while laynig against it damaging her night gown. There was not a report of personal injury with this incident.